Event description:
Healthcare professional (hcp) reports five fiber leaks noted by blood in the dialysate compartment during onset of pt treatment. New disposables used to continue the treatments without incident. Estimated blood loss = 200cc. All dialyzers were reused prior to the reported events, exact number of times unknown. Healthcare professional reports no pt injury or need for medical intervention.